Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) for the reported lot number was performed. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. The devices were unavailable for testing; therefore, results are unavailable. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device not returned for evaluation yet.

Event description:
Fill volume: 550ml. Flow rate: 8 ml/hr. Procedure: asku. Cathplace: asku. It was reported by the territory manager, that a pump was discontinued within 47 hours post op and there was question if the pump was almost empty. They felt the pump may have infused too quickly. They had a pump last week that they thought had also infused too quickly, which was sent in last week on a separate complaint. Infusion start 12:15pm on the day of surgery and discontinued at 11:15am, 47 hours postop. Surgery date is unknown at this time. The pump contained 550ml of 0.125% bupivacaine. Additional information was received on 11/20/2015: pharmacist states that the flow rate was 8 ml/hr. She was unable to provide the start and end times. She further states that the patient had no complaints or side effects as a result. There was no reported patient injury or medical intervention performed. The device is available for return. She also provided the lot number of 0202250824. No further information obtained at this time.